Event description:
It was reported that the patient went to the emergency room after hearing an audible alert coming from the implantable cardioverter defibrillator (ICD). An interrogation revealed that an electrical reset had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset (por) parameters were met with write to lock random access memory that occurred on (B)(6) 2013. (B)(4).